Manufacturer narrative:
The complaint sample was received at viant for evaluation and the reported event was confirmed. A drill bit was not received but the flexible wound wire component of the flexible quick coupling that was received was fractured near the distal end and some of the wire was twisted and bent. There appeared to be multiple wires that had fractured, however several were still intact. There were many signs of wear consistent with repeated intended use observed throughout the complaint sample. There was also deformation on both the power coupling and distal coupling that was not consistent with intended use. The returned complaint sample was etched per applicable drawings. Instructions for use (IFU) recommend a maximum angle as well as a maximum torque at which the device should be used. If these thresholds are exceeded, it may lead to the observed breakage. In conclusion, the reported event is confirmed and is attributed to wear and unintended use. No further investigation is required. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during the primary hip surgery on an unknown patient that while the surgeon was drilling holes to insert the cup, the drill bit broke. The surgeon screwed one hole into the cup. The broken piece did not fall inside the patient. The surgery was completed successfully. No adverse events nor patient consequence were reported as a result of the malfunction.